Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted frequent loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a review of the pump¿s history revealed a loss of prime with non-zero force. No loss of primes occurred investigation. The force sensor was found to be in calibration. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).